Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 months following the implant of a transcatheter aortic valve, valve-in-valve into an indwelling non-medtronic surgical aortic valve, the valve failed due to a high mean gradient of 40 millimeters of mercury (mm hg). It was observed that the valve had been initially implanted at 5.9 millimeters (mm) on the non-coronary cusp (ncc) and 2.4 mm on the left coronary cusp (lcc). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed. A mean gradient of 7 mmhg was observed following the bav.

Event description:
It was reported that approximately 6 months following the implant of a transcatheter aortic valve, valve-in-valve into an indwelling non-medtronic surgical aortic valve, the valve failed due to a high mean gradient of 40 millimeters of mercury (mm hg). It was observed that the valve had been initially implanted at 5.9 millimeters (mm) on the non-coronary cusp (ncc) and 2.4 mm on the left coronary cusp (lcc). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed. A mean gradient of 7 mmhg was observed following the bav. Additional information was received that another post-implant balloon dilatation with possible tav in tav using a non-medtronic valve was planned if the bav does not resolve the issue.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.